Manufacturer narrative:
Additional information: g2 (add source), h4, h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the event occurred during an unspecified date of september 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set had a puncture/hole below the pump which resulted in a fluid leak. The leak occurred during an epinephrine infusion when the patient arrived from the operating room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.